Event description:
The reporter stated surgeon inserted a cc4204a collamer single piece lens and the lens tore. The lens was removed with no patient injury. Another same model lens was implanted. The reporter stated they felt the event was due to technique in loading the lens. The lens was discarded by the facility. This is one of two lenses used on the patient -see MFR report #2023826-2009-00923.

Manufacturer narrative:
(B) (4) - lens work order search. Results - a lens work order search was performed and one similar complaint was found within the work order. (B) (4).